Event description:
It was reported that a user contacted support because their ilet was not displaying glucose readings from a dexcom g7 sensor, and during the call the user confirmed that readings were present and no further assistance was requested. Symptoms included no clinical symptoms reported. Outcomes included no reported impact on activities of daily living and no medical intervention or hospitalization. Investigation included troubleshooting and education provided over the phone. Investigation of this case revealed that the system was operational by the end of the call, consistent with transient signal loss or connectivity uncertainty between the ilet and the cgm, with no device component failure confirmed. It was concluded, based on previously established findings for similar reports, that the most likely cause was user interface or transient communication issue that resolved without corrective action.